Event description:
The manufacturer received information alleging a patient with a ds2adv auto CPAP device found particles in water chamber. There was no report of patient harm or injury. Additional information has been requested regarding the details of the reported death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the previously submitted report section h6 or device problem code grid was incorrect. Section h6 or device problem code grid has been updated or corrected in this report. The device is not a part of recall.